Event description:
End user states the tips are worn, cracked and need a new handle. End user was given a provider in area for service. Product is a cane and the model is not known.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.